Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 4 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specifications. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis (pd) patient's wife called technical support inquiring if a patient could develop peritonitis due to the drain line coming in contact with drained solution. During the conversation it was reported her husband developed peritonitis. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient was diagnosed in the clinic with coagulase-negative staphylococcus peritonitis on (B)(6) 2015. The patient was treated with sliding scale vancomycin. There was no reported fluid leaks prior to the event and the pdrn could not confirm in breaches in aseptic technique. On (B)(6) 2015 the peritonitis resolved and patient has continued with pd therapy.